Event description:
This rv lead was implanted on (B)(6) 2003. A call to technical services on 4/7/11 states that rep was called by hcp ed rivera about an episode with noise on shock egm, no noise on rv egm. Rep working with dr. Liu. Reviewed latitude data. Most recent episode (from (B)(6)) v-9 shows a lot of noise on the shock egm. Looked at a couple of other stored episodes, which show less noise on the shock, but still some noise. Looked at most recent presenting egm which also shows a lot of noise on the shock egm. Rep asked if the noise on the shock egm could lead to inappropriate therapy? No, since rid is not programmed on, only r/s information used for tachy detection. Reviewed the shock lead impedance measurements, which look normal. Technical services stated that it's possible that the noisy shock egm could be due to hv leads reversed in the header or atrial seal plug issue. Technical services also noted that atrial egm and measurements look suspicious and that the device in vvir - is there an atrial lead issue? Rep did not know. Technical services looked at the detection enhancements programming and saw that v>a and afrt were bo this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).